Event description:
The patient reported experiencing issues with air in the insulin cartridge and tubing and she has experienced elevated blood glucose as a result and is sometimes positive for ketones. She was hospitalized on (B)(6) 2011 with elevated blood glucose of 300-350 mg/dl. She injected insulin via pen and was able to lower her blood glucose. She will possibly be released from the hospital on (B)(6) 2011. Her normal blood glucose level is 140 mg/dl. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.